Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse found and replaced leaking tubing from one y-fitting (fy102-a) to another y-fitting (fy97-a), next to a pinch valve (vl46b), to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a leak of cleaner reagent fluid of approximately 4 ounces (fl. Oz.) In volume from a coulter lh 780 hematology analyzer. The leak was not contained by the instrument and no error messages were observed at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.